Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 2.25x18mm xience v stent delivery system (sds) noted blood in the guide wire lumen, on the stent implant, balloon and hub. There was contrast in the inflation lumen. This is consistent with preparation and advancement into the body. Dimensional analysis found the tip length met manufacturing criteria. The stent implant was returned loose on the balloon. However, there were crimp marks on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were bent struts at the proximal end of the stent implant, the middle struts were stretched and the distal struts were mangled. Thus, the stent implant outer diameters could not be measured. Additionally, the proximal taper of the balloon was wrinkled. None of this damage was reported as being noted prior to the procedure. Follow-up information was requested and received from the account confirming that they were not aware that the stent was loose on the balloon during use. Thus, the loose stent and additional damage noted to the stent and balloon are likely to be the result of post procedure handling. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross was likely related to circumstances of the procedure. A search of the lot history record indicated no associated nonconforming material records. Additionally, a query of the complaint handling database indicated no related incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the right coronary artery, the 2.25x18 xience nano stent delivery system was advanced but could not cross the lesion. The stent delivery system was withdrawn from the anatomy and the patient was treated satisfactorily with a 2.25 x 15 xience nano. There was no adverse patient effect or reported significant clinical delay in the procedure. Return device analysis revealed that the proximal balloon taper was wrinkled and the stent was loose on the balloon. Additional reported information indicates that the operator of the device was not aware that the stent was loose on the balloon.